Manufacturer narrative:
Through communication with the user, olympus technical support determined the video socket connector was damaged; the user reported that they observed one of the pins bent and another broken off. Based on the information provided by the reporter and similar reported complaints, the most likely cause of the reported event can be attributed to user handling.

Event description:
A user facility reported to olympus that their visera elite video system center was intermittently losing the image during the procedure. The intended procedure is unknown. There was no patient injury or harm, associated with the problem. Reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The suspect device was not returned to olympus for evaluation and a conclusive root cause could not be determined. It was determined by the legal manufacturer, based on a similar reported event, that the likely cause of the terminal buckling was caused by the compatible endoscope and occurred in the following order: ·when the scope connector was inserted into the scope connector socket of the otv-s190, a cracking part of the scope connector tip was caught by the terminal inside the scope connector socket of otv-s190. ·since the scope connector was inserted further in the state that the inserted scope connector was caught, the terminal inside the scope connector socket of otv-s190 was pushed as far as it will go, resulting in the buckling of the terminal. The instruction manual for the otv-s190, ¿6.3 connection of an endoscope¿ includes the following description when connecting an endoscope: "confirm that the video connector of the videoscope are not damaged."